Event description:
The patient had reported that the device shocks for no reason and he wanted to have system removed as "heart is fine." Attorney later alleged that as a result of the "defective sprint fidelis" lead, the patient suffered injuries "including, but not limited to, death, being shocked by the defibrillator multiple times without cause, which resulted in a loss of enjoyment of life, due to the knowledge" that he "could at any time be subjected to further injuries associated with the defective leads, as well as the knowledge" that he "might be advised to undergo additional surgery to correct, remove and/or replace the defective lead in the future." Manufacturer unable to confirm that the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Event description:
Patient reported device shocks for no reason and he wanted to have system removed as "heart is fine." Attorney later alleged that as a result of the "defective sprint fidelis" lead, the patient suffered injuries "including, but not limited to, death, being shocked by the defibrillator multiple times without cause, which resulted in a loss of enjoyment of life, due to the knowlege" that he could at any time be subjected to further injuries associated with the defective leads, as well as the knowledge that he might be advised to undergo additional surgery to correct, remove and/or replace the defective lead in the future. Manufacturer unable to confirm that the patient had died. It was later determined the patient had not died, but rather, had the lead replaced due to oversensing.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. We have no information to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been requested, but has not been received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. We have no information to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been requested but has not been received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. We have no information to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been requested but has not been received. Evaluation summary (B)(4) detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.